Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
The following event was received from a voluntary medwatch report: a pericardial effusion occurred during the procedure. The patient had a drop in blood pressure mid-procedure. Pericardial effusion was confirmed with ice and fluoro. A pericardiocentesis was performed followed by open heart surgery to repair a perforation. They were able to visualize the bleeding and a graft was placed on the perforation in the right ventricle. The last known patient status was stable and in recovery. No ablation had occurred when the effusion was noticed. Additional information received indicates that the physician believes the pericardial effusion was caused with a short agilis sheath from the epicardium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).